Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a software issue. The error code was cleared, new software was uploaded, and preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 41781. There was no patient involvement and no patient harm/ no adverse event reported.